Event description:
Imed pump had yellow sticker nitroglycerin/dobutrex infusin. Pt unharmed. Malfunction number 855. Imed taken out of svc. No errors found. Work order lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator lights and alarms. Perform electrical safety inspection. Completion comments: mac's have already been changed, no errors in the error log. Unit functions properly.